Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 20 seconds, the middle part of the balloon ruptured. The device was removed without any issue, and the procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.